Event description:
The advocate stated his wife received a blood glucose reading of 128mg/dl on the contour usb meter, re-tested on a different meter and the readings were 46, 68, 74, and 75mg/dl. The differences between the readings fall in the "c" and "d" zones of the consensus error grid, making the differences clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer. Strip information was not provided.